Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 2/7/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3: investigation summary: visual analysis of the returned product revealed that two suture pieces of product code ez10g were received for evaluation. Upon visual inspection of the returned samples, the ends were observed to be cut near the knot (loop) appears to be caused by a surgical instrument. The functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device, and no non conformances / manufacturing irregularities were identified. Related reports: 2210968-2021-10250 and 2210968-2022-00910. Product complaint number: (B)(4). Date sent to the FDA: 2/7/2022. Corrected manufacturer address: 1000 route 202, raritan, nj, 08869.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number am3161, and no non conformances / manufacturing irregularities were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "during the appendectomy, the loop was broken twice". Could you please provide the following information: did the same device's loop break twice or did two devices break during this procedure? Was the procedure completed successfully? How? Were there any patient consequences?

Event description:
It was reported that a patient underwent an appendectomy on (B)(6) 2021 and suture was used. During the procedure, the loop was broken twice. There were no adverse patient consequences reported. Additional information was requested.